Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral grade iii capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor memorygel, 400cc silicone prosthesis experienced bilateral grade iii capsular contracture post procedure. As a result patient scheduled for explant on (B)(6) 2020. This report belongs to right prosthesis.

Manufacturer narrative:
On october 1 2020 mentor became aware that mistakenly missed reporting in b7 that the left prosthesis is 425cc, and right is 400cc. Manufacturer¿s reference number: (B)(4).